Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, the device was interrogated and the remaining longevity estimate graphic indicator bar was gray. The device was not used. There was no apparent patient involvement.